Manufacturer narrative:
Result: angle sensor.

Event description:
It was reported by service report that the bed was giving inaccurate fowler angle readings. No pt involvement or adverse consequences were reported.